Event description:
The customer reported on (B)(6) 2013 that there was a pt slippage with laceration but no serious pt injury occurred. Surgery was completed. "After the pt was placed in prone position, the head moved and a laceration of scalp was observed. The torque screw originally set at 80 lbs was at 40 lbs. The device was received at pmi for inspection on (B)(4) 2013.

Manufacturer narrative:
Root cause: pin pressure testing showed minimal deviation and did not contribute to the event. The pin pressure drop after the head slippage is a result of the slippage itself. Suspected root cause: wrong pinning technique. Corrective action: instructed customer to properly position the pt's head. Ensure that the 2 skull pins in the rocker arm are equidistant from the centerline of the head and that all 3 pins are penetrating the skull equally. The angle of the pins should be as close to 90 degrees possible to the pt's skull. Test that the skull clamp ext. Arm is fully engaged in the clamp base. Lock the index knob so that the arrow and "lock" are aligned. See instruction manual, device was repaired and can be used as intended. Returned product and another copy of the instruction manual to customer.